Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured during april 2004 and has no repair history at zimmer surgical. The customer's reported event was not reproduced during testing. Anomalous behavior was not observed during testing. No unusual fluctuations in pressure were observed and the difference in the pressure readings on the device compared to the calibrated pressure gauge was minimal and most likely did not result in the customer's reported event. The customer did not return any associated cuffs for evaluation. The ats 2000 is no longer serviced at zimmer surgical.

Event description:
It was initially reported that there was a patient blood leakage of 700 cc's of blood. Additional clinical information determined that the event occurred during a trauma surgery. The resulting blood loss lead to an emergency blood transfusion for the patient.